Event description:
It was reported that customer experienced low blood glucose (bg) level of 54 mg/dl. Cause was not known. Reportedly the customer started feeling sick, vomiting and had diarrhea. The customer went to the emergency room and was treated with received intravenous fluids and potassium. Treatment resolved the issue and there was no permanent damage. Customer was discharged later that same day.